Event description:
It was reported that the patient passed away at home. The patient was found with all batteries depleted. No pump stops could be seen on system controller interrogation. Log file review was requested which revealed low power advisories at 4:04:12 on 11 apr2026. The alarms progressed to low power hazard alarms at 5:22:34, and no external power at 5:29:18. After the no external power events, at an unknown point in the a system controller clock corrupt alarm was noted and the pump stopped due to loss of external power. The ventricular assist device (vad) appeared to have functioned as intended based on the log files until the device lost power from all sources. The clinical cause of death was unknown, and it was unclear if the outcome was device or therapy related or if the device operated as expected.

Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established through this evaluation. On 11apr2026, the controller event log file captured a no external power alarm due to full depletion of the 14v batteries. The system was then powered by the controller backup battery. The next data logged, captured power being restored to the system along with the controller clock not being set. The controller clock was then set to 14apr2026. These events are consistent with the pump having stopped due to full depletion of the 14v batteries and backup battery. The exact duration of the pump stop could not be determined. The provided information indicated the cause of the death, if the patient passed away prior to the pump stop or after, if the outcome was considered device or therapy related, and if the device operated as expected, was unknown. No product will be returned for further analysis. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D is currently available. Section 1, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.